Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck while updating. The field service engineer reimaged hard drive as the station was not rebooted for 145 days, reconfigured new image and inspection performed, replaced frayed barcode cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a machine is restarting station is stuck while updating. The customer reported that issue occurred when dispensing medications to the patient and able to get medications from another station. There were no adverse events or injuries reported based on this event.